Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited unspecified oversensing. It was unable to be determined if the oversensing was t-wave or r-wave oversensing. Programming changes were made. The patient was stable throughout.